Event description:
New information notes that the patient condition was stable before, during and post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device illustrated a large drop in battery voltage that appeared in the battery trend curve. The right ventricular lead also exhibited noise that caused the device to charge. The drop did not appear to be related to the charging. No symptoms were reported. The system was explanted and replaced. No further information is available.

Manufacturer narrative:
The reported field event of premature battery depletion could not be confirmed. No sources of high current were noted. A longevity calculation was performed, and the device was within expected longevity performance due to heavy device usage. The cause of the field event was undetermined.